Event description:
It was reported that the patient came for a routine follow up and the right ventricular (rv) lead threshold had risen significantly. The patient had also received an appropriate shock for ventricular fibrillation (vf). The patient is pending a lead revision or extraction procedure to resolve the event and no additional patient consequences were reported.